Event description:
It was reported by service report that the fowler was tuck upright and would not lower. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: fowler.